Event description:
This customer reported intermittent 12-lead analysis for this device. There was no patient impact.

Manufacturer narrative:
(B)(4). The customer reported intermittent 12-lead analysis for this device. There was no patient impact. The hospital biomedical engineer evaluated the device, but could not reproduce the problem. The device, trunk cable and lead set were returned to philips and the reported symptom could not be reproduced. The device passed all performance verification testing. Based on the customer's report, we are considering this a malfunction, but we are unable to determine the cause, as the symptom could not be reproduced.